Event description:
A (B)(6) female pt underwent surgery for multiple hernia repair and colostomy removal on (B)(6) 2011. To close the pt's surgical wound a xenmatrix surgical graft mesh was used. The pt was recovering in the ICU from (B)(6) 2011, on the evening of (B)(6) 2011 the pt was returned to the operating room due to change in pt condition. When the surgical wound was reopened, the xenmatrix surgical graft mesh was found to be fragmented and was in various irregular pieces. It is unk if the pt had an allergic reaction that caused the xenmatrix surgical graft mesh to fragment.